Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 5 representative samples submitted for evaluation. The reported issue was confirmed since 2 of the samples were occluded during testing, and silicone was found clogging the canula. The root cause of the failure was determined to be the lubrication process of the cannulas. The additional silicone from the canula forming process will occlude the canula during the lubrication process. A device history record review showed no non-conformances associated with this issue during the production of this batch. A retraining and awareness notification were performed for the personnel involved in the production of the device, in order to prevent the accumulation of silicone in the cannulas. Corrective actions have been initiated via CAPA# (B)(4) to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd saf-t-intima¿ IV catheter safety systems had silicone blocking the cannula. The following information was provided by the initial reporter: "it was reported - user not getting a flash once they are in the vein." Via bd investigation: "2 of the samples were occluded during testing, and silicone was found clogging the canula."